Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device cut but the staples did not form. The case was converted to open and extended for an unspecified amount of time. The pt is stable.